Manufacturer narrative:
Device passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted, however, hardware low level failures error is found in the formatted history file due to broken traces at pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm during self test and beep anomaly alarm. Customer's blood glucose level was 6.8 mmol/l. The customer was assisted with troubleshoot. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer sated that self test did not passed. Product will be returned for analysis.